Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that their bladder control doesn't seem to be working like they thought it would since the implant. The patient stated that they thought their bladder would slow down or they would stop leaking, and it doesn't. The patient also stated that their doctor moved their stimulation up one notch about 2 months ago and they increased their stimulation yesterday, and they still leaked last night. The patient mentioned that they are using a disposable diaper at night and they sleep on a pad with plastic on one side and cloth on the other. Patient said they are wetting their pads 24/7 and they use a pad or disposable diaper, and at night they wear rubber pants. Patient asked if they needed to change their diet or water intake. The patient service specialist reviewed stimulation expectations and general guidelines with the patient and redirected the patient to their healthcare provider to discuss diet/fluid intake. The patient stated that it's getting very discouraging to them that the ins hasn't worked for them and said they may not have it increased stimulation to a high enough stimulation. The patient will make adjustments to their amplitude and monitor symptoms. Additional information was received from the patient on 2025-05-07 they reported that 2025-05-07 the patient stated they were "so tired of being wet all the time" and reported they'd seen their managing hcp on record once, and they "did upgrade it to another level" so they could "feel it vibrating," but it seem to last more than a couple of days and they were back to peeing their pants. The patient stated they have increased the stimulation and tried different programs and tried different programs in the past. The patient stated they'd gone to program 6, but they didn't seem to do anything, so they went back to program 5. They state they thought at one point they'd been up to 7.5 v.. Patient stated they had called because they were needing assistance with connecting to their settings to make a change. Patient services reviewed therapy and stimulation considerations with the patient and began to walk the patient through connecting to their settings. The handset was depleted, so they needed to plug the handset in and patient's handset charged up to 2% while patient services was discussing information with the patient, and then the patient was able to connect to their settings. The therapy was off and on program 4. The patient stated, "no wonder I've been peeing so much. It was off." The patient attempted to turn the therapy on multiple times by using the on/off switch and also pressing the up arrow; however, the touch screen didn't seem to respond to the patient's touch. Patient services made sure the patient's fingers were warm enough, but still it wasn't responding. Patient services was going to have the patient restart the handset, but the patient wasn't able to press 'restart,' and they ended up back on the therapy screen again. The patient was finally able to turn the therapy on to 6.0 ma, and the patient confirmed the stimulation was comfortable and in their bike seat. Patient services walked the patient through ending their session, but when it came time to power off the handset, the handset was not responding to the patient's touch again. It would show the 'power off/restart" option, but then the patient would try to press power off and it would just go back to the home screen. Patient to monitor their symptoms now that a change had been made, and patient services warmly transferred the patient over to healthcare it to assess the handset touchscreen situation. Patient to follow up with hcp if the therapy still didn't help their symptoms. Documented reported event. No further action was taken by patient services. The patient rep confirmed that the communicator was already charging during the call. No further actions required

Event description:
Additional information was received from the patient. They reported that the likely cause of the therapy being off on program 4 was "the on and off button/switch wasn't working took 3-5 tries to turn on then wouldn't turn off."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.